Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 554 mg/dl and treated by bolusing with the pump. Customer also had issues with no delivery alarm but that did not occur during manual prime and was resolved. Customer was unable tot troubleshoot as the customer did not have the pump. Insulin pump will not be returned for analysis.